Event description:
Customer's husband reported emergency room visit. Customer accidentally bolused ten units of insulin. Customer pushed buttons in the dark, while half asleep. Customer was given six glucose tablets; over the next two hours she was up to twenty-four tablets. The paramedics were called and customer was taken to hospital. The paramedics treated with IV dextrose in the ambulance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.